Event description:
The customer reported that she smelled insulin from the insulin pump. The blood glucose reading at time of call was 270mg/dl. The caller stated that she saw beads of moisture in the reservoir compartment. No further information was provided.

Manufacturer narrative:
Inspected three opened and used reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No occlusion/leakage anomalies were observed during analysis. Reservoirs connected and locked in place properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.